Event description:
Additional information received stated that the cause of the patient¿s strong stimulation and tingling sensations was due to ¿changes in the feeling of stimulation associated with postural changes.¿ the patient¿s stimulation output was subsequently lowered with their patient controller and the issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that stimulation is strong. The stimulation settings were adjusted on june 17. At that time, it was decided that it would be beneficial to have stimulation in the abdomen, but when leaning forward, taking blood pressure measurements, or washing the face at the sink, there is a tingling sensation. Additionally, there is a dull ache in the lower back when washing the face. There were no known environmental, external, and patient factors that may have caused the event. It was mentioned that the stimulation settings have never been adjusted, and were unsure where to adjust the abdominal stimulation intensity. They provided information that the settings for a range from 1-4; with intensities of 7.5 for 1, and 6.2 for 2, 3, and 4. However, they are uncertain which setting controls the abdominal stimulation, and they were advised to try adjusting each one or consult the medical institution tomorrow. They expressed concern, saying, "I've never adjusted the stimulation settings outside the hospital, so I'm worried about doing it myself. I have an appointment on september 9th, so I think I'll discuss it then. The patient's mother also said that the patient's condition was not severe that it could not be tolerated, so I discussed about the patient's lower back in the washroom at that time, but if stimulation can be easily adjusted, I would like to be contacted tomorrow." Their concerns were relayed to the toll-free line, informing them that the matter would be reported to the area representative at the medical institution, and if the representative can assist, they will be contacted tomorrow. The issue was not resolved at the time of the report. The patient outcome was listed as health damage. The patient injury details were that stimulation settings were adjusted on june 17. At that time, it was decided that it would be beneficial to have stimulation in the abdomen, but when leaning forward, taking blood pressure measurements, or washing the face at the sink, there is a tingling sensation. Additionally, there is a dull ache in the lower back when washing the face.

Manufacturer narrative:
G2: the country of the event is jp medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.